Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Battery depletion error code noted. Boston scientific (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Battery depletion error code noted. Furthermore, there were differing longevity estimates given over the past few months. Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 45% to 14% over the course of a few months. A battery depletion (bd) error code was noted. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Battery depletion error code noted. Furthermore, there were differing longevity estimates given over the past few months. Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.